Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having headache, dizziness, dry throat, phlem in her throat every morning, deifficulty in breathing, sleep apnea. The patient has been to the doctor and an inhaler was prescribed to asssist with breathing. The patient also alleged heart issues and was undergone eco diagram. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged heart issues. There was no medical intervention required by the patient. The reported heart issues, and chemo and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having headache, dizziness, dry throat, phlem in her throat every morning, deifficulty in breathing, sleep apnea. The patient has been to the doctor and an inhaler was prescribed to asssist with breathing. The patient also alleged heart issues and was undergone eco diagram. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found dust/dirt around air inlet, water ingress in the blower box, dark contaminant found at blower seal on blower box and presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 0 errors. The manufacturer concludes there was evidence of dust/dirt around air inlet and dark contaminant found at blower seal on blower box and presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.